Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional stating that consumer wore the contact lenses on the right eye and experienced scratch on the eye and after some days it caused infection. In the month of august consumer visited the emergency room and the eye doctor. Doctor prescribed unknown antibiotics for the unknown duration. After medication consumer¿s eye was fine and consumer resumed to lens wear. The current status of the consumer¿s eye was resolved at the time of this report.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance.a trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).